Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: guide wire core separation has caused or contributed to pt injury previously. Device issue: guide wire core separation. It was reported that a traverse guide wire separated as it was removed from the body. There were no reported pt effects. No additional event or pt info is available.